Event description:
It was reported during the procedure that the helix failed to deploy, and there was positioning / fixation difficulty. The lead was not implanted and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; the full lead was returned for analysis.